Manufacturer narrative:
The complaint device has not been received for analysis. Upon receipt and completion of analysis, an add'l medwatch will be filed.

Event description:
A 5f engage introducer was selected for use during a diagnostic procedure. The pt had previous femoral access procedures and peripheral vascular disease. A pre-deployment angiogram revealed significant calcification. An effort was made to use sheaths from multiple vendors, but the physician could only gain access with the engage, in the left femoral artery, though with difficulty. Upon removal of the sheath, extreme resistance was encountered. The physician pulled the sheath and stretched very thin until it broke apart, approx 1 - 2 inches from the distal end. The distal portion remained in the vessel and tissue track and a partial cut down, involving the enlargement of the skin incision, was performed to remove the remaining portion of the sheath. The pt was monitored overnight in the hosp.